Manufacturer narrative:
A ge representative evaluated the system and reseated the x-ray on lamp. System operates as intended. (B)(4).

Event description:
The customer reported the fluoro lamp is not working. No patient injury was reported.